Manufacturer narrative:
(B)(4). A system error 1026 and cascading system error 2265 were identified during the event history log review, verifying the reported condition. The cause of the condition was determined to be due to the faulty membrane gasket, which was replaced to resolve the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and multiple system errors were noted. Visual inspection and functional testing were performed on the device. The visual inspection and pressure leak testing found that the membrane gasket was faulty and was subsequently replaced. Full functional testing, calibration, and simulated therapy were performed on the device and found no additional issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro presented ¿several system errors.¿ the specific errors were not reported. It was not specified when in the therapy this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.